Event description:
Customer reported aviva system blood glucose results of 580 mg/dl. She realized her hands were sticky from holding cinnamon bread. Customer washed her hands and tested again and got a same system reading of 120 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.